Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse primed the system and performed high sensitivity system check which passed within specifications. The fse verified quality control (qc) and system checks performed within system specifications. No system hardware issues were noted. The unit conformed to the manufacturer's published performance specifications. The customer reported quality control (qc) was within the laboratory's acceptable range prior to testing. The customer reported there were no errors in the event log at the time of testing. The customer noted the sample was a short draw. The sample was aliquotted into another vessel for testing.

Event description:
The affiliate reported the customer alleged elevated thyroid-stimulating hormone (tsh) results, above the normal reference interval, for one patient, involving unicel dxi 800 access immunoassay system. Subsequent testing of the initial sample produced lower results, above the normal reference interval. A second sample from the same patient was tested and produced a lower result, within the normal the reference interval; it was released out of the laboratory. The second sample was retested and recovered higher results, above the reference range. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.